Event description:
Reference MDR #2242445-2011-00045 for the first event involving the same pt. It was reported that when injecting the contrast, leakage and a rupture were found in the catheter approx 1 cm from the hub. This was the second occurrence of this nature. A third kit was opened and used without issue. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.